Manufacturer narrative:
(B)(4). The customer reported a device svc error message. There was no reported pt involvement. Philips evaluated the device and confirmed reported problem. The processor pca was replaced to resolve the issue.

Event description:
The customer reported a device svc error message. There was no reported pt involvement.